Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 3 years after a transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the valve exhibited aortic stenosis. Per the valve clinic coordinator and medical records received, the patient had a successful aortic valve replacement with a transfemoral, transcatheter 23 mm edwards sapien 3 ultra bioprosthetic valve. Patient had intermittent atrial fibrillation while in the hospital and was started on eliquis. Approximately one year and 10 months post tavr the patient was started on warfarin due to increased gradients first noticed on echocardiogram. There was no change in gradients after 6 months of warfarin (therapeutic levels), and the patient was switched to eliquis. 6 months after that (approximately 2 years and 7 months post tavr),the patient presented with shortness of breath, fatigue, dizziness with vision changes, and a tightness in the neck. A follow up echocardiogram noted moderate to severe central leak, a mean gradient of 39mmhg and a valve area of 0.7cm2. Compared to a prior exam the aortic insufficiency had improved. A CT cta performed ordered noted mild hypoattenuated leaflet thickening (halt) of the prosthetic leaflets but no calcification. There is new apparent restriction of leaflet motion during systole. The patient was treated with medication to address the halt. A valve in valve procedure is planned.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings and correction to previous supplemental MDR for additional information. Section b5 was updated with correct additional information. Sections g6, h2 and conclusions in this section have been updated. H6 codes were corrected: component, investigation findings, investigation conclusions. H6 codes were added: type of investigation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events of halt, leaflet motion restriction, stenosis and central regurgitation were confirmed based on the provided medical record. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/ calcification/ regurgitation/ increased gradient), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Per patient's medical history, patient had vast comorbidities (e.g. Hypertension, hypothyroidism etc.), which are known that may increase the risk of atherosclerosis leading to early valve degeneration with thickened leaflet. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause for the halt is unable to be determined. Regurgitation with restricted leaflet motion develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, thickened leaflet/halt was noted in the provided medical record. Thickened leaflet/halt may interfere with the functionality of the device by restricting leaflet motion and leading to abnormal coaptation with regurgitation. As such, available information suggests that patient factors (thickened leaflet) may have contributed to the complaint event. However, a definitive root cause for the regurgitation with restricted leaflet motion is unable to be determined. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, thickened leaflet/halt was noted in the provided medical record. Thickened leaflet/halt may reduce the eoa (effective orifice area) of valve, and abnormal coaptation with narrow opening, leading to stenosis as reported. As such, available information suggests that patient factors (thickened leaflet) may have contributed to the complaint event. However, a definitive root cause for the stenosis is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
A valve in valve procedure was performed with a non-edwards valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b5, g3 and h2 have been updated.